Event description:
Caller reported discrepancy in pump time display versus actual time. Blood glucose levels from previous settings did not exceed 500 mg/dl or drop below 54 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support assisted caller with updating pump time and advised monitoring the pump for recurring discrepancies, which the caller acknowledged.